Event description:
Device returned to MFR for analysis with no info. F/u with hcp revealed pt was having inadequate relief of pain. "Pt had an epidural placement of the catheter with granuloma." Catheter remove and replaced with a spinal cord stimulator. Pt recovered without sequela.